Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the manufacturer¿s representative reported that when the lead was removed from the plastic coating, the dilator had poked through the lead itself. The lead product was discarded and another lead was used instead. No symptoms were reported in the event. There were no further complications reported or anticipated.